Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor glucose level was below 40 mg/dl, then 51 mg/dl and then 52 mg/dl and customer's blood glucose level was unknown because the customer was sleeping.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl. The customer also reported other blood glucose values such as 52 mg/dl, 40 mg/dl, 91 mg/dl, 202 mg/dl, in the range of 40 mg/dl, and in the range of 100 mg/dl. The customer was on auto mode. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with food. Based on customer¿s report customer allege possible insulin pump had over delivery. The customer was also reported that the customer did not allege insulin pump was over delivering. Customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.